Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was noise which lead to inappropriate detection and triggered lia (lead integrity alert). Prior to explant, noise was easily reproducible with gentle manipulation of the pocket. The lead was explanted and replaced. Upon explant, visual inspection of the lead showed a clear break in the conductor and subsequent externalization of the conductor, with blood noted in this section of the lead. No patient complications have been reported as a result of this event.